Event description:
Consumer states he received burns to his leg from using the hot/cold pack. The gel leaked from the pad and scalded his leg. The burn resulted in blisters but the consumer did not seek medical attention for his injury. The hot/cold pack was microwaved for longer than the instructions state to causing the gel to overheat and leak from the seam.